Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a pt had a novasure endometrial ablation in (B)(6) 2012 (exact date unk). She returned in (B)(6) 2012 (exact date unk), for a f/u appointment and reported "pain on both side". No action was taken. The pt returned to the emergency room in (B)(6) 2013 (exact date unk) and was admitted. She was taken to surgery "to remove both fallopian tubes". It was reported that "one of the pt's fallopian tubes had burst and the other was filled with blood". The pt was discharged home (date unk). On (B)(6) 2013, the physician reported the final diagnosis on the pathology report was "hematosalpinx". Additionally, he reported the "pt is doing fine".